Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited high thresholds. The right ventricular (rv) lead did not have any performance issues.

Manufacturer narrative:
Concomitant medical products: w1sr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented with palpitations. It was noted that the right ventricular (rv) lead exhibited high capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.